Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine office visit, this pacemaker device had an error message, the therapy history has been corrupted. Previously saved therapy history data has been deleted. The device had resets. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed data and provided recommendations for a device replacement in the near future. At this time the device remains implanted. No adverse patient effects were reported.